Manufacturer narrative:
Patient underwent a conversion of system approximately 3 months after primary surgery due to dislocation. This dislocation resulted from a progressive loosening of the glenoid baseplate after the primary surgery. No actual, implied, or suspected link to fx product.

Event description:
Revision was performed approximately 3 months after primary surgery for baseplate loosening and dislocation. No fall or other trauma noted. Revision was a conversion to hemi configuration as a result of dislocation. Primary surgery occurred (B)(6) 2023. 32 mm centered glenosphere, 32 mm + 3 standard humeral cup, glenoid baseplate, and 32/8 reverse stem explanted. Replaced with 36/12 long stem, 48 mm offset head, and 24/10 eccentric taper adapter.